Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 20 mg/dl at the time of incident. The customer's current blood glucose is 228 mg/dl. The customer also reported other blood glucose value such as 158 mg/dl. The customer was treated with constant run of sugar from intravenous in the hospital for low blood glucose level. Based on customer report customer did not allege the insulin pump was over delivering. The customer was wearing the insulin pump during the hospitalization. The customer also reported that the insulin pump passed displacement test. The insulin pump will not be returned for analysis.